Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. Primary stability not achieved, sinus perforation, ridge augmentation and immediate extraction site. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection and mobility. No further patient complications were reported.